Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with one cartridge reload loaded in the device. The cartridge reload was received fully fired. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection procedure, the surgeon had closed the device across the ima-interior mesentery artery. She fired the device, went to open the device but it would not open. The ima was stapled correctly but then felt clear but the staple would not open the remaining tissue. The surgeon then physically remove the tissue from the stapler with no problem then removed the device from the patient - changed the device to be able to continue with the procedure. The patient is fine and in the recovery room; staple line was good. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4)